Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that during service of the ventilator, the power management (pm) printed circuit board (pcb) was replaced. The c125 capacitor on the pm pcb presented smoke as soon as the pm board was installed. The ventilator was not in use on a patient at the time of the event occurred. The customer was not harmed or injured as a result of the event.

Manufacturer narrative:
Date of report: 16oct2018. Date of manufacturer: 15oct2018. Multiple attempts have been made to obtain the part for failure investigation; however, no parts were returned to philips and no response was received from the customer.